Event description:
During an endoscopic procedure, the physician used a cook endoscopy quantum ttc esophageal balloon dilator. The balloon was advanced into position and inflated to 60psi. The balloon was inflated for 15 seconds when the balloon ruptured. A section of the device did not remain inside the patient's body. The patient did not require any additional medical procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the balloon material confirmed the presence of a large split in the balloon material. The split is positioned length-wise on the balloon component and is approximately the same length as the balloon. No section of the balloon material is missing from the device. When the balloon is inflated with water, water exits the balloon material at the location of the large split. The balloon will not hold pressure and cannot perform dilation in this condition. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: the information provided indicated the balloon was inflated prior to patient contact. This is the most likely cause for the reported observation. The instructions for use contain the following precaution: "do not pre-inflate the balloon." Pre-inflation can lead to damage of the balloon material when the device is advanced through the endoscope. The reporter was unable to specify if the balloon was lubricated prior to advancement through the accessory channel of the endoscope. A possible contributing factor to balloon material damage is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The reporter was unable to specify if negative pressure was applied to the balloon device prior to advancement through the accessory channel of the endoscope. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use instruct the user that the recommended 100% balloon inflation pressure can be found on the catheter tag of the quantum balloon dilator. Over inflation can cause damage to the balloon material. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all lots are subjected to a test that measures the outer diameter and pressure. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate personnel have been informed of this type of report in an effort to heighten awareness. This was brought to the attention of the quality review board (qrb). No further action is warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. Customer quality assurance will continue to monitor for complaint trends.